Event description:
Pt with acute mi had balloon pump inserted prior to transport by life flight to a med ctr. Balloon pump shut off during flight. Pt's condition deteriorated. Resuscitative efforts failed. Pt expired.